Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: date: (B)(6) 2013, inratio: 1.3, retest: 3.8. Time between tests: minutes, using different fingers. Therapeutic range: unknown, but patient usually runs in the mid 2 range. Caller who reported the issue was not the one who performed the test.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr, 1.3, 2nd inr: 3.8, mean: 2.55, sd: 1.77, %cv: 69.32. Inratio meter results failed the criteria for precision, generating a %cv greater than 20%. In-house therapeutic donor testing was performed on reported lot #304243 on (B)(6) 2013. Results as follows: donor: (B)(6), inratio: 2.8. 2.5, 2.6, reference: 3.08, bias threshold: 2.08 - 4.08, %cv: 5.80. Donor: (B)(6), inratio: 2.5, 2.4, 2.6, reference: 2.23, bias threshold: 1.23 - 3.23, %cv: 4.00. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.